Event description:
Related manufacturer reference numbers: 2017865-2022-41000. It was reported that the patient presented in clinic for lead revision. It was noted that the right atrial (ra) lead and right ventricular (rv) lead both exhibited conductor fracture. The ra and rv leads were both explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported event of conductor fracture was not confirmed. During analysis, a failure event was observed independent of the reported event. As received, a complete lead was returned in three pieces. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two external insulation abrasions proximal to the suture sleeve tie impression, both breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasions is consistent with friction to the device can. No other anomalies were detected.